Event description:
It was reported that during a prostate procedure the first fiber ¿glass tip broke off while inside of the patient." ¿ fiber tip was retrieved; the fiber was exchanged and the second fiber reportedly exhibited ¿glass tip broke off while inside cystoscope¿, scope was in patient when tip detachment occurred and tip was retrieved. The case was completed with a third fiber. This report is for the second fiber. Patient outcome:¿ no complications¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the glass cap is fractured at the uv glue zone; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and the metal cap are detached and not returned the glass fiber exhibits moderate devitrification at the output window and moderate char; the outer flow tube is stretched at the open end. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.